Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the bmw hydro guide wire was removed from the packaging and the proximal end was noted to be broken, but was not in two pieces. The guide wire was not used and there was no patient involvement. A new abbott guide wire was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the proximal end of the bmw hydro guide wire was bent and was not broken as originally reported. There was no additional information provided.

Manufacturer narrative:
Device codes: 2889 labeled. Internal file number: (B)(4). Correction: device code 1069-not labeled - removed. Evaluation summary: the device was returned for analysis. The reported kink was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.